Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump's alarms were not being received. The customer had not yet begun using the pump for insulin therapy and was using insulin injections. The customer declined tandem technical support's (cts) offer to troubleshoot. Reportedly, the customer loaded a cartridge and declined cts to follow up.